Manufacturer narrative:
Concomitant medical product: model: 305u225, tissue heart valve; implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) with chest pain. Physician noted the patient reported an implantable cardioverter defibrillator (ICD) shock and patient was also intoxicated. A remote transmission was sent from the ed. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the ICD had misdetected a supra ventricular tachycardia (svt) as a ventricular tachycardia (vt) episode resulting in an inappropriate therapy. Also noted on the right atrial (ra) lead was "possible far field r-wave (ffrw) on the episode and current egm, which may have affected how device was initially withholding therapies for svt-st." The right ventricular (rv) lead was noticed to have intermittent t-wave oversensing during non-sustained vt episodes. Follow-up was conducted with the patients clinic. The healthcare professional (hcp) stated the patient had not been seen in several years. No programming changes have been completed at this time and the device and leads remain in use. No further patient complications have been reported as a result of this event.